Manufacturer narrative:
The following patient identifiers are linked:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that three patients were infected with pseudomonas aeruginosa and it ¿was unclear how the three patients became infected¿. The detergent used and disinfection process of the bronchovideoscopes(s) used were unknown. Further information regarding the patient infections was not available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.